Event description:
It was reported that there was a malfunction resulting in o2 failure. There was no patient involvement.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.